Manufacturer narrative:
Device evaluated by MFR.: a gladiator 12 x 40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination identified a shaft kink 190mm distal from the distal end of the strain relief. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29jan2021. It was reported that balloon leak occurred. The target lesion was a central vein stenosis. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. Upon inflation, the balloon was found to be leaking gas. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed balloon pinhole.